Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (10 mg/ml at 6.909 mg/day) and bupivacaine (5.0 mg/ml at 3.4543 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient lost a significant amount of weight and requested that surgeon move pump more medial for comfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.